Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Dates of death, event, and implant: estimated dates. The devices were not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. Based on the information reviewed, and due to the limited information available (no specific patient information available), a cause for the death cannot be determined. The reported patient effect of death as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported death, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling. The additional adverse patient effects referenced are being filed under a separate medwatch report.

Event description:
This is filed to report death. It was reported through an article review identifying mitraclip devices that may be related to the following: recurrent mitral regurgitation, cerebral accident, renal failure, atrial fibrillation, hemorrhage, sepsis, medical intervention, prolonged hospitalization, and death. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "degenerative mitral regurgitation after nonmitral cardiac surgery: mitraclip versus surgical reconstruction¿. No additional information was provided.